Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodged from the balloon and was surgically removed. The target lesion was located in the highly calcified radial artery. A 3.50 x 38 synergy¿ stent was advanced and the stent dislodged from the balloon. Snaring was attempted to retrieve the stent, however, was unsuccessful. The stent was surgically removed. No further complications were reported. The patient status is okay.

Manufacturer narrative:
Corrected from 3.50 x 38 synergy stent to 4.50 x 16 rebel stent. (B)(4).

Event description:
It was further reported that the device was a 4.50 x 16 rebel stent, not a 3.50 x 38 synergy stent as previously reported.

Manufacturer narrative:
Manufacturer name corrected from boston scientific - (B)(4). Device lot number corrected from 20512917 to 20305919. Batch expiration date corrected from 30-sep-2018 to 29-feb-2020. Batch manufactured date corrected from 24-apr-2017 to 02-mar-2017. Device evaluated by MFR: returned product consisted of a rebel stent delivery system with a non-bsc inflation device, guide catheter and introducer sheath. The stent was not returned for product analysis. The shafts and balloon were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was tightly folded with stent impressions. There were numerous kinks throughout the hypotube. The distal shaft was twisted right before and after the exit notch. The distal shaft had numerous kinks, was flattened 4.5cm ¿ 7.5cm distal of the exit notch with the core wire protruding through the shaft 7.5cm distal of the exit notch. The inner shaft was buckled and distal shaft was folded on itself 3mm distal of the bi-component weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent dislodged from the balloon and was surgically removed. The target lesion was located in the highly calcified radial artery. A 3.50 x 38 synergy¿ stent was advanced and the stent dislodged from the balloon. Snaring was attempted to retrieve the stent, however, was unsuccessful. The stent was surgically removed. No further complications were reported. The patient status is okay.